Manufacturer narrative:
(B)(4). Date sent: 4/27/2026 d4: batch #unk attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the firing sequence started but not completed? If yes, did the device deliver any staples? If yes, were there any issues noted with staple formation: if yes, please describe the shape and location was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line? An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot 960c66, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. However, if the product is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during a laparoscopic lobectomy procedure, it was observed that the device was unable to cut effectively. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 5/31/2026. D4: batch #727d44. Correction: d4 (UDI, expiration date), h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec45a device was returned with the anvil knife slot damaged, and with a cecr45d reload loaded on the device. The reload was received partially fired 3/4. After further evaluation, the anvil could not be opened, knife was noted to be buckled. No functional test could be performed due to the condition of the device. The partially fired is consistent with an incomplete or interrupted cycle. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at finished good quality assurance. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will buckle, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the anvil. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 727d44, and no non-conformances were identified.